Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, stent thrombosis occurred. The procedure treated the b2 type, de novo, 75% stenosed, 2.5x30mm target lesion located in the proximal left anterior descending artery. There was no vessel calcification or tortuousity. Treatment consisted of pre-dilation with a 1.5mm unspecified balloon, the placement of a 2.5x32mm taxus liberte stent and post dilation with a 2.5mm balloon inflated to 20 atms resulting in 0% residual stenosis. The patient was discharged the next day with no patient complications. In (B)(6) 2012, the patient presented emergently with chest pain and angiography revealed in-stent thrombosis on the proximal side of the stent. An intra-aortic balloon pump was inserted into the patient and the thrombus was aspirated improving flow. Per the physician, the patient stopped taking anitplatelet therapy in (B)(6) 2009 by "self-judgement" however the patient resumed antiplatelet therapy (B)(6) 2012. No further patient complications were reported and the patient status is fine. The patient was discharged 9 days later on aspirin, clopidogrel and cilostazol.